Event description:
The manufacturer received information related to a simplygo mini oxygen concentrator. The device was returned to a third party service center. The device as evaluated by a service technician. The technician reports pca board burned/damaged, balancing valve defective, sieve canisters are defective, air side contaminated, the compressor and o2 are defective, maintenance label needed changed. There is no allegation of smoke or fire from device.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.